Manufacturer narrative:
(Incorrect removal of device using force). The device was received. Investigation is not complete.

Event description:
Device malfunction: balloon detachment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left iliac artery interventional procedure, resistance was met during attempted removal of a fox plus pta catheter. The device could not be pulled through the 6f sheath. The physician pulled the device with force and the balloon detached from the shaft inside the pt's body. The shaft was removed; however, the detached balloon remained inside the sheath and was removed along with the sheath. There was no adverse pt effect. Though requested, no add'l info was provided.